Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens jammed into injector/injector problem, lens did not enter incision correctly. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside the device. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic was dried in the device. The plunger was oriented correctly and is advanced just past the nozzle tip. No damage observed to the device. The lens was returned outside of the device attached to the product carton. Solution is dried on the lens. One haptic was broken/torn and not returned. The product investigation could not identify the root cause for the reported complaint as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The plunger was observed to be not fully advanced. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. The manufacturer internal reference number is: (B)(4).